Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a sheath that was broken into three pieces. The sheath body was split along the score lines and one of the tabs was separated from half of the sheath body. Tear marks were observed along the score lines of the sheath body. The inside of the tab appeared mostly smooth with a small area and a blue stain indicating that it had been attached. Microscopic examination revealed a white raised area and outline on the sheath body where the tab had been attached. A review of manufacturing records did not yield any relevant findings. However, the probable cause is manufacturing related. Further investigation has been initiated at the manufacturing site.

Event description:
It was reported the procedure was being performed in the specials department. When the clinician went to break the flange to peel the sheath away the tab detached from the sheath. The clinician was able to peel the rest of the sheath and it was removed properly. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4).